Event description:
It was reported that the patient had been having seizures; the hcp was uncertain why. It was indicated that oral baclofen seemed to help the seizures so they were concerned that the patient was under-dosed. The concentration and daily dose of baclofen being delivered via the pump and dose of oral baclofen were not reported. Device troubleshooting was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.